Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and has experienced high blood glucose and diabetic ketoacidosis. Customer indicated that they were in the hospital for an unrelated illness when they had the high blood glucose. Troubleshooting indicated that they would send out some return labels for their pump as customer indicated that they are on their back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No damage noted on the battery tube threads. The insulin pump was received with cracked belt clip slot on the battery tube side, minor scratched display window, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip and a torn keypad overlay.